Manufacturer narrative:
(B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the distal left anterior descending artery with no calcification, no tortuosity, and 90% stenosis. A 2.5x12 mm nc tenku balloon dilatation catheter (bdc) was advanced without resistance to the target lesion and crossed for pre-dilatation. During the first inflation, the balloon ruptured when inflated for 3 seconds at 4 atmospheres. The bdc was replaced with an unspecified bdc to continue and complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.